Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 after not feeling well for a couple of days and having had two dark stools. The patient¿s hemoglobin (hgb) on admission was 7.3 g/dl and their hematocrit (hct) 22.6 percent(%). An esophagogastroduodenoscopy performed found bleeding arteriovenous malformations (avms) located in the patient's stomach and duodenum which were treated with 4 clips. The patient was also transfused with three units of packed red blood cells (prbc). After the blood transfusion, the patient's hgb was 9.7 g/dl and their hct was 29.7%. The bleeding resolved and the patient was discharged on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.